Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube broke at the ends of the flange where the tracheostomy ties hold the trach in place. The patient was decannulated. No injury was reported.